Event description:
It was reported that when the doctor pulled the fiber out of scope during the photoselective vaporization of the prostate, the tip pulled off coming out of nipple on laser bridge. The tip was retrieved. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the glass cap and the metal cap were detached. Detached caps weren't returned with the fiber. The reported allegation was confirmed. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identity additional signs of breakage along the length of the fiber. The connector cone, segments, and tabs were in good condition and secured. The control knob was attached and aligned with the fiber and could rotate the fiber. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified broken glass tip.

Event description:
It was reported that when the doctor pulled the fiber out of scope during the photoselective vaporization of the prostate, the tip pulled off coming out of nipple on laser bridge. The tip was retrieved. The procedure was completed with another device. There were no patient complications.